Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she was having issues with calibrating a sensor due to the sensor reading being low. Customer's blood glucose was 3.0 mmol/l. Customer mentioned the cannula of the sensor was stuck underneath and she had the sensor inserted in her stomach. The sensor is not returning for analysis.